Event description:
It was reported that during preparation of the catheter it was found to be fractured (separated) at the distal end and was discarded. A non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure. There was no patient involvement. There is no other information available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.